Event description:
It was reported that during a hip arthroplasty, the definitive femoral implant subsided relative to the broach position, and a 10.5 head was used. Intra-operatively, the surgeon was using a polished stem design for the first time when the subsidence was observed after seating the definitive component, leading to selection of the 10.5 head. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).proposed component code: mechanical (g04)- rasp.the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.